Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, hemostasis was not achieved. A second perclose proglide device was used to achieve hemostasis. After hemostasis was achieved there was non-pulsatile oozing from the tissue tract. Adjunctive manual compression was applied. Applying adjunctive manual compression for tissue tract oozing is standard policy at this hospital. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be of medium built. Device (B)(4): failure to follow steps/instructions. Femoral angiogram was not taken. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly a femoral angiogram was not performed. The proglide instructions for use states: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Based on the information reviewed, there is no indication of a product deficiency.